Manufacturer narrative:
(B)(6). The actual device was discarded by the involved facility. Therefore the investigation was based on the information provided by the user facility and evaluation of a retention sample from the reported lot. The packaging configuration was checked on the retention sample and found that the joint between the blood sample line and venous blood inlet port does not come into contact with any of the packing material. Visual inspection of the device found no anomalies in the appearance. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The retention sample was confirmed to be normal product. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to a shock force, resulting in the reported tube fracture. The device labeling does address the potential for such an event in the instructions-for-use (IFU): "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the capiox device. Follow up communication reported the following information: the perfusionist found a break in the junction between the blood sample line and venous blood inlet port during set up; the device was changed out to another rx25rw; and there was no patient involvement.